Manufacturer narrative:
A4-a6:unk. H6: off-label - pre-existing keratoconus. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.0/4.5/108 (sphere/cylinder/axis), was implanted into the right eye (od) of a patient with pre-existing keratoconus on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to excessive vault. The problem was resolved. Cause of the event is other.

Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).